Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No impedance ohm values were provided. Nothing was done to solve the problem with contact 6. It seems to be solved by its own.

Event description:
Additional information was received stating on 2025-nov-05 all the impedances were okay. Device information was provided.

Manufacturer narrative:
G2. Foreign. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that cannot stimulate at desired intensity. Contact 6 indicated high impedances, so a new program was set up in which contact 6 was not used, allowing it to stimulate again at the desired intensity. It was noted that there was an unscheduled clinic/office visit. Etiology was a causal relationship to the device or therapy. Also error ¿m05¿ displayed on the patient controller. Outcome was resolved without sequelae. Additional information was received reporting that the error was resolved by reprogramming on (B)(6) 2025

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.